Manufacturer narrative:
The equipment was received in vyaire facility for evaluation and the unit is placed on extended tests/run-in. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that a patient died while using lap top ventilator 1150. The customer is requesting for a download of events.